Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose readings around 400 after meals, noted limited insulin delivery in the mobile app, and later discovered an incorrect body weight entry of 23 instead of 230 following a device prompt; the user updated the weight and was advised on meal announcements and correction behavior. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no additional findings, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.